Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: cps sm hf spindle 12mm pc ha item # 178480 lot # 785180. Cps nut co-cr-mo alloy item # 178512 lot # 46320. Cps transverse pin 6pk 40mm item # 178529 lot # 450100. Cps compression cap item # 178399 lot # 219630. Cps centering sleeve 17mm item # 178539 lot # 303390. Cps/oss 5cm tpr adapt w/oss sc item # 178711 lot # 916250. Oss 15cm diaphyseal segment item # 150470 lot # 135130. Oss poly lock pin item # 150478 lot # 104750. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a revision surgery is planned due to breakage of femoral component.

Manufacturer narrative:
(B)(4). Visual inspection of the returned device confirms that the anchor plug¿s shaft is fractured. Device history record was reviewed and no discrepancies were found. Surgical notes were not provided. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.